Event description:
It was reported via (B)(4) that during a stenting treatment procedure a balloon rupture occurred. The interventional radiologist was attempting to predilate the inferior vena cava (ivc) stenosis using an xxl large diameter (7f) balloon dilation catheter. During removal of the catheter through the sheath the balloon was noted to have ruptured and a significant amount of balloon fragment was retained intravascularly. The entire balloon fragment of the balloon was retrieved. In doing this the gunther-tulip ivs filter had migrated to the distal superior vena cava (svc). Good ivc blood flow through the ivc stents into the suprarenal ivc was noted. There was no evidence of bleeding or other complications related to the migrated ivc filter. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).